Event description:
It was reported that during set up for a procedure, they were opening the kit and discovered the device sleeve would not fit into the obturator of the device. Another device was used to set up for the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.